Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The errors (25913 c-06/m-18/m-11) were confirmed in the logs. The erbe integrated electrosurgical unit (iesu) had no significant scratches or dents. The front bezel was in decent condition. The iesu energized and cauterized and all ports recognized instruments on system. M-0b errors were also found in the error logs. The complaint was not confirmed based on failure analysis. The probable root cause of this issue is attributed to errors m-0b, the neutral energy cord or pad on the erbe iesu processor.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the bipolar energy was not working on the erbe generator. The customer was using a fenestrated bipolar forceps instrument on the universal surgical manipulator (usm) 1. There were no related errors in the system logs. The customer noted that when the surgeon pressed the foot pedal the energy would not activate nor would there be an audible tone. The customer tried multiple energy cords and used both bipolar ports, then power cycled the erbe generator, but the issue remained. The technical service engineer (tse) confirmed that the erbe recognized the instrument and had the customer confirm that the cables on the erbe were properly attached. The tse had the customer reseat the instrument and sterile adapter, the erbe would now have tones, but the bipolar energy still had issues. Tse recommended replacing the instrument or power cycling the system. The customer is continuing with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no additional details that were not in the initial report were provided.